Manufacturer narrative:
(B)(4).

Event description:
It was reported during device replacement, the superior vena cava could not be loosened. The superior vena cava was isolated. The device was explanted and replaced. The patient condition was good.